Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the patient had an infection at the device pocket. It was noted that the infection was not confirmed; no cultures were taken. The patient showed it to the healthcare professional (B)(6) 2015. Reported interventions taken to resolve the issue included oral antibiotics. The patient was planning to meet the manufacturer representative; however, no appointment was scheduled to check how the device was functioning yet. It was noted that the ins was on and the patient was able to use the recharger to turn stimulation on and off. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included chronic low back pain and spinal pain.